Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-05148. It was reported that the leads migrated. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken, wherein the entire system was explanted. Reportedly, patient was monitored in the ICU and was implanted a paddle lead on (B)(6) 2021. Additional surgical intervention was undertaken on (B)(6) 2021 wherein a new ipg was implanted. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.